Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a broken screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a preventive maintenance (pm) performed by a getinge field service technician (fst), the cardiosave intra-aortic balloon pump (iabp) unit had a broken screen. The fse found a line going through the touchscreen. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) fixed the reported failure by replacement of the touchscreen. The fse then performed a preventive maintenance (pm), full calibration, and tested the unit. The product passed all functional/safety testing. The device was returned to the customer.